Event description:
It was reported that inappropriate shock due to an incorrect interpretation of signal was delivered by the device. Technical support was contacted and the device was reprogrammed and drug therapy was optimized to resolve the event. The patient was stable and will continue to be monitored.